Manufacturer narrative:
Product analysis damage was noted to the catheter heating element/coil. Bubbling/melting of the fep layer was noted but the element/ heating coil was not exposed the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight . The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 89.2 ohms - pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 111.0 ohms - pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.72 k ohms) - pass test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.07 k ohms) - pass all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat lower extremity venous insufficiency using a closurefast catheter, the catheter did not function after being connected to the host and the start button was clicked. The catheter was re-inserted and unplugged several times but continued to malfunction. The procedure involved the treatment of the great saphenous vein, utilizing tumescent infiltration and general anesthesia, with hand compression applied. The operation was completed after replacing the malfunctioning catheter with a new one. No patient complications have been reported as a result of this event. When the device was returned it was noted that the coil was damaged.